Event description:
It was reported there was a blank screen on power-up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powered up with a blank display; a printed circuit board was found out of electrical specification. It was also noted that the system fan was noisy.